Manufacturer narrative:
Concomitant medical products: product ID tm91scs lot# serial# (B)(4) product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The communicator wasn't connecting to the handset. Pt stated that sometimes the devices wouldn't connect as the handset would say there was no connection. Pt stated that they had to reset the devices three times to get them to work once. Pt stated that when the handset starts to circle, the handset would lock up and stop so they would have to reset the devices again. Pt stated that they thought the issue was that the devices weren't charged up, however they went to check the devices today and to turn their neck up a little bit when the same thing happened. Patient services specialist (pss) had the pt turn bluetooth off on the handset, restart the handset, reset the communicator, turn the bluetooth back on the handset and attempt communication again; pt confirmed that the connection was successful. Pt stated that they had been doing this same process for three days. Pt stated that they already had this thing go off and almost paralyzed them for like 15 minutes and they didn't know what happened. Pt stated that their wife had to run in and shut the device off as they couldn't move and they were getting shocked. The troubleshooting steps that were taken on the call resolved the issue. Pt will continue to monitor the equipment and call back if needed.